Manufacturer narrative:
(B)(4). Eval, results: death.

Event description:
A talent captiva stent graft was emergently implanted in a pt for the endovascular treatment of a pre-operatively ruptured 7-8 cm abdominal aortic aneurysm. The remainder of the vessel morphology is unk. The only abdominal device available was a talent converter (ref file# 2953200-2011-01294). The physician decided to proceed with implant of the talent converter by extending down to the distal rcia with a talent iliac limb (ref file# 2953200-2011-01295) and then perform a fem-fem bypass in an attempt to save the pt's life. This was completed; however, there was a distal endoleak. It was not possible to determine if this was a type 2 or a distal type 1 endoleak; however, it was likely a type 2, therefore the decision was made to bring the pt back two days later to coil the hypogastric artery and extend the rcia distally with an additional iliac limb. The physician was not able to coil the hypogastric artery, but went ahead and implanted the iliac limb (ref file# 2953200-2011-01296) without coiling. The pt expired on the same day of the intervention, likely due to complications from the blood loss from the ruptured aneurysm.